Manufacturer narrative:
(B)(4). The results of the investigation are incomplete at the time of this report.

Event description:
The customer alleges that during insertion of the central line the doctor experienced wire and needle incompatibility. The wire came out kinked. No patient injury or consequence.

Manufacturer narrative:
Qn#(B)(4). The sample was not returned; however, the customer returned one photo for evaluation. The picture shows part of an unraveled guide wire. Only part of a stretched coil wire is present in the picture. No other information could be obtained from the picture. A device history record review was performed on the guide wire and introducer needle with no relevant findings. The IFU for this product cautions that if resistance is encountered while advancing or withdrawing the guide wire do not use force and warns not to retract the guide wire against the edge of needle while in a vessel to minimize spring guide wire damage. The reported complaint that the doctor experienced incompatibility with the guide wire and needle was confirmed through visual examination of the returned picture. The picture showed a stretched coil wire only confirming that the guide wire was unraveled. A DHR review did not reveal any manufacturing related issues. Since the actual sample was not returned and therefore not evaluated and the location of the core wire break could not be determined from the picture, the probable cause of this complaint could not be determined.

Event description:
The customer alleges that during insertion of the central line the doctor experienced wire and needle incompatibility. The wire came out kinked. No patient injury or consequence.